Event description:
It was reported that a cgm error occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and walking them through the process, resulting in a successful start to the sensor session without further errors.